Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left common femoral artery. A .0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.